Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's meter was provided for investigation where it was tested using a different lot of retention test strips and retention controls. Control ranges: level 1 = 30-60 mg/dl. Level 2 = 261-353 mg/dl. Results: level 1: 43 mg/dl, 41 mg/dl, and 42 mg/dl. Level 2: 297 mg/dl, 293 mg/dl, and 298 mg/dl. All returned results are within acceptable range.

Event description:
The initial reporter stated they received discrepant results for one patient tested with accu-chek inform ii meter serial number (B)(4). At 18:24, a sample from the patient was tested using the meter, resulting with a value of 402 mg/dl. At 18:26, a sample from the patient was tested using the meter, resulting with a value of 128 mg/dl. The reporter stated they felt the patient had no symptoms of hyperglycemia.